Event description:
It was reported that a user experienced elevated blood glucose readings above 180 mg/dl after changing diabetes management supplies, with onset following a meal; the agent advised that the issue could be related to supplies rather than insulin dosing, and attempts to collect a blood glucose questionnaire and provide troubleshooting were not successful. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond attempted troubleshooting, and no hospitalization. Investigation included attempts to obtain additional information from the user to assess device performance and user factors. Investigation of this case revealed that the cause of the high glucose was unclear, with no confirmed device malfunction or component failure identified due to limited information and lack of device evaluation. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.